Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up on the device, post-paced t-wave oversensing was observed on a stored egm. Programming changes were recommended. The patient was asymptomatic.